Event description:
In this event it was reported that a clinician removed an osseospeed tx dental implant due to allergy symptoms. The implant was placed on (B)(6), 2013 and explanted (B)(6), 2013. Before removing the implant the dentist attempted to treat these symptoms by giving the pt several doses of prednisone. The dentist decided to remove the implant due to the suspected allergic reaction. No further info is available.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with med consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.